Manufacturer narrative:
Initial.

Event description:
It was reported that the user received an "unable to proceed" alert during fill tubing, consistent with an occlusion or complete blockage associated with the tube component; a dry run completed without issue, and the user successfully changed supplies using a new cartridge, connector, and infusion set. Symptoms included hyperglycemia with a reported blood glucose of 230 mg/dl. Outcomes included unexpected medical intervention in the form of subcutaneous insulin via pen, and the user temporarily switched to multiple daily injections. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a communications problem identified during the interaction and a device problem consistent with complete blockage localized to the tubing component. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.